Event description:
Ethicon ets flex 45 stapling device accepted the staple cartridge load and then disengaged from the stapler during the procedure. Upon checking the device, the jaw was not opening all the way, and sticking. The cartridge load slipped due to it not seating properly. After the procedure, another load was attempted and it would not seat properly either.manufacturer response for stapler, surgical, endopath ets-flex45: the company representative is going to pick up the defective device and replace it.